Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received two intermittent occlusion alarms. The customer's blood glucose level was not impacted. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.